Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
There were no carbohydrate count or insulin dosages provided. The pod was deactivated and she noticed tha the cannula had dislodge from the infusion site. She was able to activate a new pod.